Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint#: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number provided by the customer is the vendor¿s lot number. Following a review of the customer¿s purchase history, there are three (3) possible lot numbers and the possible combination of lot number, UDI number and manufacture date are as follows: lot# 422620, UDI number (B)(4), manufacture date 18 oct 2019. Lot# 422630, UDI number (B)(4), manufacture date 18 oct 2019. Lot# 554720, UDI number (B)(4), manufacture date 31 oct 2019. Initial reporter: (B)(6). Report source: (B)(6).

Event description:
It was reported the drill tip fractured while the surgeon was drilling a pilot hole in the patient's mandible. The broken piece was removed and the procedure was completed with another drill bit. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The drill 1.5x50mm 22mm stp j-nt (item# 01-9196, lot# 324112) was returned for investigation. The product identity was confirmed. The drill was fractured at the neck, near the start of the fluted section. The etching 324112 is the vendor's lot number. The customer's purchase history was reviewed and three possible zb lot numbers were identified. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested, as this was determined to be a user error since the single use device was reused. The root cause of the reported issue is attributed to a user error, since it was reported this single use device was reused. The IFU for this device states: device is single use only. Do not attempt to clean or re-sterilize this product. After use, this product may be a potential biohazard. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d9, h2, h3, h6 and h10.